Manufacturer narrative:
Concomitant products: 6957 lead implanted: (B)(6) 1983. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient developed a pocket infection and there was skin erosion at the device site. Additionally, there was surrounding cellulitis and redness. The patient complained of bruising at the device site and that it was scabbed over. The patient was admitted and treated with intravenous antibiotics. Blood cultures grew propionibacterium. The implantable pulse generator (ipg) system was removed and replaced. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event and the patient's status was classified as healed five days post explant.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.